Manufacturer narrative:
The customer was performing a software update to 3.00 software. During the download mode, the download stopped at 40%, and the computer rebooted. The v60 stated that the download was complete. The customer reported that a blank screen appeared, and a backup alarm (alarm led)was received. The customer disconnected the download cable, and the issue continued. The customer removed all power ac and dc, pressed the power switch, attempted restart on ac and dc independently, and the issue remains. The device would not go into diagnostics. The customer was advised to replace the cpu board and the download cable. The field service engineer (fse) replaced the cpu pcba per the service manual. The device passed all required tests associated with this service. The central processing unit (cpu) was returned for failure investigation. Customer complaint verified. The cpu was tested, and the root cause is a failure of microprocessor u3.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The customer reported software update unsuccessful. Unit is now experiencing blank screen, back up alarm, and alarm (light emitting diode) led failure. Unit will not power on. There was no patient involvement.